Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105, determined to be caused by a failed input/output printed circuit board with a dislodged component. The failed input/output printed circuit board was replaced.